Event description:
It was reported that the iabp experienced alarms after iab insertion. The iab was exchanged. There were no reported patient complications.

Event description:
It was reported that the iabp experienced alarms after iab insertion. The iab was exchanged. There was no reported patient complications.